Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an unspecified malfunction alarm occurred. Customer¿s blood glucose value was 113 mg/dl. During troubleshooting with tandem technical support, the customer loaded a new cartridge and insulin delivery was resumed successfully.